Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/22/2023, it was reported by an arthrex subsidiary employee via email that an ar-1588btb-2j tightrope ii btb wire snare could not be pulled out, and the chinese finger trap was stuck. A new product was used to complete the case. This was discovered during on the back table procedure on (B)(6) 2023. Additional information received on 11/23/2023: this was discovered during an acl repair procedure, and it was completed using another ar-1588btb-2j tightrope ii btb.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1588btb-2j serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the damaged to the suture system. Upon visual inspection, it was determined that the suture system was damaged; the suture tails were frayed, and the sutures had been cut. User error is the most likely cause of the observed failure. According to dfu-0147-8, excessive force on the shortening suture strands may break the strands and impair the ability to seat the implant fully. No additional force in the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket, and the graft stability is verified by pulling distally on the graft.